Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: was this before or during firing? Was the cartridge loose or falls out of the device ? Or was an issue with the staple retaining cap? I believe this issue happened while loading the device. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a laparoscopic appendectomy the device failed and the reload blew up and threw staples all over. A new device was used to complete the case with no patient consequences.